Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up, the right ventricular lead exhibited noise and low impedance. On (B)(6) 2014, it was noted that no noise was seen on the lead in clinic. The device was reprogrammed to unipolar and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.